Event description:
It was reported that this valve was explanted after 4 years and 8 months implant duration due to aortic insufficiency. At explant, it was discovered that one leaflet was retracted and it did not coapt properly. No further information was provided.

Manufacturer narrative:
Evaluation summary examination of the returned valve confirmed that both the cusp 3 leaflet and the cusp 1 leaflet were prolapsed in relation to the cusp 2 leaflet. Tissue fatigue and incomplete coaptation were also noted. Minimal host tissue overgrowth was observed on both the inflow and out flow aspects of the valve. Host tissue overgrowth is a pt related occurence.